Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73d1800352 was manufactured on 04/16/2018 a total of 6,804 pieces. Lot was released on 04/18/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the trigger is disconnected from the cover block and is stuck in the frame. A piece of the cover block is broken where it attaches to the trigger which caused the trigger to disconnect. The damage to the cover block prevented the sample from being tested since the device would be unable to function properly. The returned sample appears used as there is biological material present on the device. The stapler was returned with 10 staples left in the cartridge indicating that at least 25 staples have been fired by the end user. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "unable to grip trigger" was confirmed based upon the sample received. The returned stapler was returned with the trigger disconnected from the cover block stuck in the frame. A piece of the cover block is broken where it attaches to the trigger which caused the trigger to disconnect. The observed damage prevented the stapler from being fired. It is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, operational context caused or contributed to this event.

Event description:
It was reported that the user was unable to grip the trigger as it did not move. Therefore, it was replaced with a new unit.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to grip the trigger as it did not move. Therefore, it was replaced with a new unit.